Manufacturer narrative:
This report is submitted on november 29, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient developed (B)(6) infection at implant site and subsequently was administered with oral antibiotics (date and duration not reported).